Event description:
Additional information was received from the manufacturer representative on (B)(6) 2017 reporting that the patient initially reported the event to the manufacturer representative. It was clarified that the leads pulled entirely out. The cause was unknown and it was unknown if the patient had symptoms associated with the event. The leads were removed to resolve the issue.

Manufacturer narrative:
Correction: the conclusion code does not apply.

Event description:
Additional information from the representative on 2017-02-23 confirmed that the device information was not available.

Manufacturer narrative:
Concomitant medical products: product ID 37022, lot# unknown, product type external neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient was trialing a system for spinal cord stimulation. It was reported that one of the patient¿s leads came out of his back the night prior to the report. The patient was redirected to their health care provider for further actions/interventions to take.